Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that they frequently received the button error alarm. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.